Event description:
It was reported that "the clips were in the closed position and not aligned in the jaws, falling out. This was happening prior to placing on the duct/artery, the clips would come out already closed and falling out of jaws, not secured in the jaws. It looked like the clips were not in the inner track correctly as well". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.